Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex (cx) artery with heavy calcification and moderate tortuosity. The 3.00x18mm xience sierra stent delivery system (sds) met with difficulty when attempting to cross the lesion due to the anatomy. Therefore, the sds was removed from the anatomy and the stent struts were noted to be broken and flared. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. Another xience sierra was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. G2: report source - distributor added. H1: hospital information added.